Event description:
Customer called to report that a fluid leak from a tube connected to the ion selective electrode (ise) module drip tray of the unicel dxc 600i synchron access clinical system was observed during ise calibration. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer traced the leak to the manifold that holds solenoids j2, j5, and j9. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found a clot in vacuum line #15. The fse cleared line #15 and primed the system 20 times with no further overflowing observed. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
(B)(4).